Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an emergency backup battery fault alarm was confirmed via log file analysis. Log files, extracted from (B)(6), were submitted for evaluation and data from 22apr2025 was reviewed. At 18:26:13, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarms did not resolve before the driveline was disconnected at 22:54:30 and the system controller was shut down at 22:59:09. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Information provided by the account stated that a self-test did not resolve the alarm, so the system controller was exchanged. T he root cause of the backup battery fault was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate emergency backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including emergency backup battery fault and power cable disconnect alarms. Heartmate 3 IFU section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the emergency backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the emergency backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported the patient had an emergency backup battery (ebb) fault on (B)(6) 2025, which did not resolve with a self-test (B)(6). The patient without instruction performed a system controller exchange at 22:54 on (B)(6) 2025. Log file review revealed that the ebb fault appeared to be caused by the ebb failing the load test. The ebb faults on (B)(6) were resolved with reseating the ebb. After the ebb faults resolved (B)(6) was once again placed on the patient and made the patients primary system controller.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.